Event description:
Overdelivery reported. The pump was set to infuse d5.45ns at 100ml/h on line a; adriamycin (unspecified amount in 250ml) at 10ml/h via line b; and ifosfamide/messna at an unspecified rate ("possibly a il container at 50ml/h, but not recalled") via line c. Lines a and c reportedly ran correctly as programmed, but line b reportedly completed within 12 hours instead of the expected 24 hours. The pt did not experience any adverse effects. The pump was switched out. No additional info was available.